Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached 599 mg/dl. For treatment, the patient was provided fluids and insulin. The pod was worn between 1 and 4 hours on the abdomen. The pod was removed and discarded. The patient was at the hospital for 8 hours and discharged the same day.